Event description:
Discordant results for thyroid-stimulating hormone (tsh) and free thyroxine (ft4) were obtained on an advia centaur xp instrument. The results were reported out. Several results with high tsh and ft4 were noticed by the operator. The quality control (qc) was then run and was out of range. All samples from this analyzer were rerun on another system and corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant tsh and ft4 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and found a leaking acid probe line. The fse replaced valves v66, v67, v77, v78 and repaired the acid probe line. The instrument is performing within the specifications. Further evaluation of the device is not required.